Manufacturer narrative:
Additional narrative: (B)(4). Date of non-union is not known. 510k: this report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2016, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery occurred on (B)(6) 2018 due to nonunion. Patient was previous implanted on (B)(6) 2016. While removing all previously implanted parts for a total hip replacement, one (1) of the 2.4mm locking screw broke and a portion of the screw shaft remains in the patient. All other hardware was removed intact. Patient was revised to a total hip system. There was no surgical delay and surgery was completed successfully. Patient status was reported as ok. This report addresses the screw breakage that occurred intra-operatively during the revision surgery. Revision due to non-union is addressed in (B)(4). Concomitant devices reported: 2.4mm locking compression plate (part 249.674, lot number unknown, quantity 1). This report is for one (1) unknown locking screw. (B)(4).